Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction wet charged coupled device was a loose head-side anti-bend bracket and also the cause was traced to be a component failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device got wet due to the head side anti bend bracket was coming loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer retuned the autoclavable camera head to the service center for evaluation related to a separate issue. During testing wet charged coupled device was identified. There was no patient involvement.